Event description:
The patient underwent the cvs procedure at 11 weeks gestation. One transabdominal pass was made followed by one transcervical pass with the catheter. No villi was obtained during either pass. Intrauterine fetal demise was found at 13 weeks gestation and was estimated, based on fetal size. To have occurred between 11 and 12 weeks gestation.